Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic and not dependent on the device for normal function. It was noted that the patient reported for a follow up in clinic for a device check, following a recent routine generator change-out. It was noted that the capture threshold on the right ventricular lead was higher than at change-out. All other parameters were stable. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.